Manufacturer narrative:
Section e2 correction. Section e3 correction. Section g2 correction. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via submitted log files. The submitted log files revealed on (B)(6) 2025, at 7:10:17, a backup battery fault alarm activates associated with the backup battery not passing the load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first did not pass, the loaded voltage measured 11.432v, and the unloaded voltage measured 12.300v. The alarm remains active for the remaining duration of the log file. There were no other notable alarms active throughout the reported event date. Pump operation was not affected. The system controller (B)(6) was not returned for testing. Provided information indicated that the system controller was exchanged. Provided information revealed that the alarms previously occurred on (B)(6) 2024 and on (B)(6) 2025. On (B)(6) 2024, the backup battery was reseated to resolve the event and on 08jan2025 the backup battery was replaced to resolve the event. Additionally provided information revealed that the patient experienced the alarm again on (B)(6) 2025. A root cause for the reported event could not be conclusively determined through this investigation. A corrective action was opened to further investigate this issue. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 IFU was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 IFU, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the system controller exchange resolved the backup battery fault alarm. However, the patient experienced the alarm again on (B)(6) 2025 (per-2025-0112673).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The event log file captured backup battery faults. It appeared that the emergency backup battery (ebb) was not passing the load test. The pump appeared to have been operating within normal parameters. The system controller was exchanged since this was the patient's third backup battery fault alarm. The first backup battery fault was back on (B)(6) 2024 and the second was back on (B)(6) 2025. The ebb was reseated on (B)(6) 2024 to resolved that event. A new ebb was issued on the second alarm to resolve that event on (B)(6) 2025. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.